Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported a left side reason for removal noted as "rupture". Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations were carried out. No further actions are require, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, a left side reason for removal noted, as "rupture". Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.4.

Event description:
Healthcare professional reported a left side reason for removal noted as "rupture". Device has been explanted.